Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The absorber check valve was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
During routine maintenance of the anesthesia machine, higher than expected carbon dioxide readings were noted. There was no report of patient involvement.